Event description:
The nurse technician reported, in the presence of the registered nurse, that a pt, (weight unreported), extubated. The complaint is using rsp endotracheal tube holder, h4052, size 3.0, with a portex tube. The tube slid in the doctor's hand when the tube was being repositioned. Sliding of the tube may have been the case of a pulmonary hemorrhage. The pt was transfused and vent settings were increased. The infant was reintubated without incident. The product was not saved.